Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Upon the review on (B)(6) 2015, it has been determined to be a reportable event.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 160-300mg/dl fasting. Verified test strips expire 10/22/2017. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Adverse event not reported.